Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. No additional information was reported/additional information was requested but not received.